Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip accessory was returned and failure analysis testing was performed. Visual inspection was performed, and the mcs tip accessory was found to have a broken retaining tip cover. No material appeared to be missing. The instrument was found to have multiple indentations at the tip of the accessory tips. The tips were not bent. No missing material was observed.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the customer indicated that the 1st monopolar curved scissors (mcs) tip accessory seemed to be loose and shaking when using with the sp mcs instrument. The customer removed the instrument and replaced the mcs tip; however, the 2nd mcs tip became separated upon inserting. Some pieces from the instrument and the mcs tip were broken and fell into the patient. The customer was able to retrieve some fragments and completed the procedure with a backup instrument and a 3rd mcs tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessories were inspected prior to use, and no damage was identified. The customer retrieved all fragments during same procedure and performed frequent irrigation. Post-operative tests were not performed. The 2nd mcs tip accessory had physical damage after the event occurred even though the mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip accessories appeared to be properly installed. There was no difficulty in removing the instrument and mcs tip accessories and the instrument wrist was straightened upon removal. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. In addition, the 1st mcs tip accessory was found with no damage and the event did not result in patient injury. There any report of fragments falling from the 1st mcs tip while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .